Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01935. It was reported that the patient's leads had fractured. Surgical intervention occurred on (B)(6) 2023 during which both leads were explanted and replaced to address the issue.